Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. After physical review of the part, it was observed a considerable damage to glenosphere shaft's thread. Once performed the functional testing with metaglene, it was confirmed that both devices will not complete mating as required. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a DHR review was performed. Device history review: 130760142/5367445. Qty manufacturated: 26, date of manufacture: 11/09/2020, any anomalies or deviations: no, espiry date: 31/08/2025, and IFU refference: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Both glenospheres could not be applied to the metaglene. Metaglene was replaced and new glenosphere used. Surgery delay: 30 min. Surgery successfully completed. No adverse patient harm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. After physical review of the glenosphere, it was observed a considerable damage to glenosphere shaft's thread. After functional testing with metaglene also involved at the complaint, it was confirmed that due to cross threaded on the glenosphere, it was not possible to complete mating as intended. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a DHR review was performed. Device history review: 130760142/5367445. Qty manufacturated: 26, date of manufacture: 11/09/2020, any anomalies or deviations: no, espiry date: 31/08/2025, and IFU refference: (B)(4).